Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty aligning the charger to the implantable pulse generator (ipg) due to migration. It was also noted that the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Correction to initial MDR in block: b1, b5, h6, and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Block d.2b; additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced increased pain due to a loss of stimulation, as the implantable pulse generator (ipg) was unable to hold a charge. The patient believed that the ipg had migrated from its original implant position, which may have contributed to the inability to charge the device. The patient received charging education; however, the reported issue persisted. The patient subsequently underwent a revision procedure and was reported to be doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned for analysis.